Event description:
The patient claimed that the bolus button is not responding . The keypad is reportedly intact and is working fine. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The following was noted when the subject pump was evaluated: the "bolus" button is responding intermittently. Product analysis removed the button and found contaminated "bolus" contact.